Manufacturer narrative:
The device was returned for evaluation and confirmed. The exterior visual inspection showed no signs of physical damage. During the simulated treatment, supply bag lines are blocked alarm occurred during dwell 2. The treatment was cancelled to troubleshoot. There was visual evidence of a dried substance within hydrophobic filter 3. This has been known to cause issues and alarms during treatments. Upon opening the cassette door there were indications of dried fluid on the cassette membrane.the cause of the observed fluid could not be determined. The issue will be resolved by replacing the pump assembly on the production line. Passed mushroom head check. Test positive for glucose. The reported air detected in cassette warning was not confirmed with testing. The reported drain complication encountered was confirmed with testing.

Event description:
Patient called and reported that he had received an air detected in the cassette alarm during drain 4 of 5. Advised patient that it would be best to cancel the treatment at this point. While in step 9 (remove the cassette) there was a fluid leak. Patient stated that there are no holes or punctures in the cassette itself. The cycler was replaced. A follow up call was made to the patient's nurse who reported that there was no patient injury or prophylactic antibiotics provided.